Event description:
Patient went to the doctor's office to confirm four positive home pregnancy tests. The urine hcg test results using the henry schein one step+ hcg urine cassette test were negative. A quantitative test gave positive results (no actual value provided). Patient was hospitalized; she had a tubal pregnancy which resulted in her fallopian tube being removed for precautionary measure. Customer stated that patient is doing fine now.

Manufacturer narrative:
Investigation pending.